Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not providing him an estimate total of insulin to administer when he enters his blood glucose into the bolus wizard. The patient's blood glucose was reported as 259 mg/dl. The customer did not feel comfortable with the insulin pump. The device was returned and replaced.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No unexpected low battery alarm was noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. No cosmetic damage was noted.